Event description:
The visera elite video system center was returned as part of the asset return process. During routine inspection of the device by olympus, it was found that the device had power unit failure. There was no procedural or patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process and it was found that the device had power unit failure due to a defective power supply unit. Additional findings include the following: the image flickered from the receptacle unit, the net spacer was broken, and the harness was corroded. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a defective power supply. However, the specific cause of the defective power supply was not established at this time. Olympus will continue to monitor field performance for this device.